Manufacturer narrative:
Siemens investigated the data files. There is evidence of benzalkonium interference on the na sensor in the hours prior to the suspect samples being run. The sensor was still unstable having intermittent calibration failures. Benzalkonium is a known interferent to the rp500 na sensor as listed in the rp500 operators manual. Repeat testing was performed to confirm correct results and a corrected report was issued. The customer stated that they changed the measurement cartridge.

Event description:
The customer reported discrepant low sodium results between the rp 500 and another siemens laboratory instrument. There was no reported injury due to this event.